Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. In addition, the usb cable was bent. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. Customer¿s blood glucose value was between 125-150 mg/dl.